Event description:
It was reported that the user treated a low blood glucose with 15 grams of glucose tablets and, after announcing dinner once glucose returned to range, experienced a subsequent rise in blood glucose to 255 mg/dl while using the ilet system; the user expressed concern about a possible algorithm issue. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.